Manufacturer narrative:
(B)(4). Other, (stent deformed during procedure). Evaluation, results: 90-99% stenosis, severe calcification. Evaluation, conclusions: 90-99% stenosis, severe calcification.

Event description:
A micro-driver rx coronary stent system, diameter 2.75mm, length 12mm, was intended to treat a lesion in a patient. It was reported that the device could not pass through the 90-99% stenosed and severely calcified target lesion. The device was inspected prior to use with no abnormalities noted. The lesion was pre-dilated once to 10 atms with a 2.5 x 20mm balloon. It was reported that resistance was felt during attempts to cross the lesion. No patient injury occurred and no clinical sequelae have been reported. Evaluation summary: the device was returned to medtronic for evaluation. The stent was positioned on the balloon between the inner shaft markers and the balloon pillows. The first distal stent strut was lifted off the balloon and was misaligned. Some slight crown movement was noted to the fourth proximal stent crowns. Procedural images were not provided for review.